Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm or unlocked keypad connector was noted. However, the insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner.

Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was 148 mg/dl. The customer's insulin pump was shutting off because her sensor reading was 64 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.